Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information provided by a nurse in the USA of break in aseptic technique, peritonitis in a patient coincident with dianeal pd4 therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapy (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (dose, frequency and route not reported). Cause of peritonitis was break in aseptic technique. On (B)(6) 2012, the patient was diagnosed with recurrent peritonitis and was not hospitalized for the event. The patient was treated with unspecified antibiotics (dose, frequency and route not reported). Per the nurse the patient was retrained on aseptic technique. Follow up (B)(6) 2013. On an unknown date in (B)(6) 2012, pd catheter was removed and dianeal therapies were withdrawn.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.